Event description:
The customer reported observing droplets on the foil of the mts monoclonal a/b grouping card lot#041405057-01 (exp. 01/5/2005) and mts monoclonal anti-d gel cards lot# 090604041-01 (exp. 01/15/2006) while performing donor confirmation testing on the ortho provue analyzer.